Event description:
It was reported that during a remote follow up, high pacing impedance and inadequate capture were noted on the right ventricle (rv) lead. The physician considered the increase in capture threshold and increase in pacing impedance to be due to calcification on the rv lead. An attempt was made to replace the rv lead during an unrelated procedure; however, the rv lead was unable to be replaced due to the anatomy of the patient. Later, a revision procedure was performed and the rv lead was successfully replaced to resolve the event. The rv lead was capped. The patient was in stable condition.